Manufacturer narrative:
The suspect device was returned to olympus for evaluation. As described in b5, during inspection and testing, the coating of the insertion section was peeling. In addition, the angulation was reduced due to the angle wire being stretched, the insertion tube was damaged, the forceps channel was deformed, the control section and adhesive on the distal end were damaged, there were broken image fibers, there was leakage at the camera section, and markings on the control section were unclear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope had been bitten which caused damage to the bending section. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the coating on the insertion section was found to be peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 13-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by physical stress or chemical stress. Olympus will continue to monitor field performance for this device.